Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2025-12-17: dilaudid with concentration 20.0 mg/ml at a dose rate of 6.146 mg/day medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump. It was reported that the patient stated they had intermittent withdrawal symptoms over time. A dye study showed no catheter issues and the physician elected to replace. It was unknown if there were any environmental/external/patient factors that might have led or contributed to the issue. Diagnostics/troubleshooting included a dye study performed by the hcp and medication refilled. When asked if there were any actions/interventions taken, the rep stated that outside of a dye/rotor study to check the catheter and pump, they were unsure of any other interventions. The issue was resolved at the time of the report. The patient's pump was replaced on (B)(6) 2025 and would be returned.